Event description:
A patient reported blood glucose results of 306, 269 and 169 mg/dl with a lifescan meter, performed wihtin 10 minutes. Based on statistical methodology, the calulated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.